Event description:
It was reported that bodily fluid penetrated into the core of the mattress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer disposed of mattress due to infection concerns. Conclusion: customer was sent replacement mattress under warranty.